Event description:
A female with extreme proximal neck angulation (anatomically not suitable) underwent aaa repair in 2008. The zenith graft was deployed after straightening the angulated artery with two lunderquist wire guides. After implanting the main body and two iliac grafts, angiography confirmed a type I endoleak on proximal neck and contralateral right common iliac leg. The physician ballooned the proximal and distal site. The leak remained in spite of removing the lunderquist wire guides and angiography revealed an aortic dissection from nearly renal artery toward proximal site of the artery. As the aortic dissection was revealed the physician elected to observe the dissection. Patient condition is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.